Manufacturer narrative:
Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), and patient reaction. Reports of suction issues with the system patient interface are patient and user related. (B)(4).

Event description:
A technician reported a suction break mid lasik flap creation. Additional information has been requested but is not available.

Manufacturer narrative:
Additional information provided. No more information available. The root cause could not be identified conclusively the manufacturer internal reference number is: (B)(4).